Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, there was an increase in capture that resulted in a loss of capture on the right ventricular (rv) lead. Programming changes were made to deactivate the rv lead and the patient was stable with no adverse consequences reported.

Event description:
Additional information received indicated the issue was resolved by explanting and replacing the right ventricular (rv) lead. The patient was in stable condition.